Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 12/2024).

Event description:
It was reported that approximately ten months post port placement, the catheter allegedly fractured and separated. It was further reported that the catheter allegedly migrated into the pulmonary artery. Reportedly the catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard MRI hard-base implantable port attached to a catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. In addition to the returned physical sample, two medical images and one medical record were provided for review. During sample evaluation, a complete circumferential break was noted on the distal end of the catheter segment which was elliptical in shape. Further, the edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven and the surface was noted to be granular. However, the medical record review states, approximately ten months post port implantation, a computed tomography (CT) was performed. It revealed that, distal segment material was rupture, being located in the right and left main branches of the pulmonary artery with a total length of around 13 cm. Subsequently, a hemodynamic procedure was performed to remove the device from pulmonary artery. The image review also confirms the same. Therefore, the investigation is confirmed for the reported catheter fracture, migration and material separation and identified dent issues. The characteristics of the break are indicative of pinch-off. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use states: "pinch-off prevention: catheters placed percutaneously or through a cutdown, into the subclavian vein, should be inserted at the junction of the outer and middle thirds of the clavicle, lateral to the thoracic outlet. The catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and the clavicle, which can cause damage and even sever the catheter. A radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle.1,2" h10: d4 (expiration date: 12/2024), g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten months post port placement, the catheter allegedly fractured and separated. It was further reported that the catheter allegedly migrated into the pulmonary artery. Reportedly, the catheter was removed. The current status of the patient is unknown.